Event description:
Customer's nurse reported that customer was hospitalized due to high blood glucose. Troubleshooting was performed and found that the pump has the incorrect time; therefore customer had been receiving the incorrect basal amounts.